Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: a (B)(6) female patient was noted to have a type I distal endoleak on the 5 year follow-up CT done 1933 days pp. On (B)(6) 2011, a proximal component (ztlp-p-38-142-ci; lot # e2669335), was implanted without difficulty. On the completion angiogram, it was noted that the device was patent with no kinks or endoleaks. The proximal edge of the graft material was located below the subclavian. The distal edge of the graft material was located above the celiac. 5 year follow up: (B)(6) 2016 aneurysm diameter 53 mm. Device patent and intact with no migration, or kinks. A type I distal endoleak was noted. Patient outcome: the patient was discharged from the hospital following the initial implant procedure on (B)(6) 2011 (one day post-procedure).

Manufacturer narrative:
(B)(4). Similar to device under p140016. (B)(4). Summary of investigational findings: based on the provided imaging, it was observed that the distal endograft moved superiorly 5.5 mm relative to a calcified plaque in the distal seal zone between six months and two year. This shortened the distal seal zone from 18.5 mm to 12.5 mm. This was coincident with seal zone dilation from 35 mm post implantation to 40 mm by one year. Increased aortic diameter was a function of endograft expansion to design diameter and not aneurysm growth. No endoleak was observed. According to the complaint history, the loss of the distal sealing zone occurs when one component is implanted. This failure mode was previously addressed and the complaint device was manufactured prior to any action. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: a (B)(6) female patient was noted to have a type I distal endoleak on the 5 year follow-up CT done 1933 days pp. On (B)(6) 2011, a proximal component (ztlp-p-38-142-ci; lot # e2669335), was implanted without difficulty. On the completion angiogram, it was noted that the device was patent with no kinks or endoleaks. The proximal edge of the graft material was located below the subclavian. The distal edge of the graft material was located above the celiac. On 5 year follow up: (B)(6) 2016 aneurysm diameter 53 mm. Device patent and intact with no migration, or kinks. A type I distal endoleak was noted. Patient outcome: the patient was discharged from the hospital following the initial implant procedure on (B)(6) 2011 (one day post-procedure).